Event description:
It was reported that the minicap was missing the betadine sponge. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection it was observed that there was no sponge in the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the event could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.